Event description:
As reported by the sales representative, the patient came back to the hospital with abdominal and leg pain a week after having two smart flex stents and a non-cordis stent implanted in the superficial femoral artery (sfa). The patient was diagnosed with pancreatitis and the stents were found to be thrombosed. It was also found that the two smart flex stents were no longer overlapping and there was a separation between the stents. The physician lysed the patient in order to establish flow. The patient had an intervention eight days before the event. The lesion was a chronic total occlusion with 100% stenosis. The lesion was not calcified, not tortuous, not in an acute angle or bifurcating. The lesion length was approximately 300mm. For the procedure, two 6x150mm smart flex stents were opened. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were handled and prepped according to the IFU. The physicians wired the lesion, went subintimal and then utilized the outback cto catheter to reenter the mid sfa successfully. The physician pre-dilated the vessel with an unknown 4mm diameter balloon and followed up by laying the first smart flex at the distal portion of the sfa. The physician then was instructed to overlap next smart flex 1-2 cm on the proximal end of the first smart flex. For the last stent, he placed a 6x60 or 80 non-cordis stent at the proximal end of the second smart flex and landed the proximal end of the non-cordis at the sfa origin. Results looked good. The stents were post-dilated and there was good wall apposition. It was confirmed that the stents overlapped 1-2cm. Approximately a week later, patient came back to hospital with abdominal pain and leg pain. It is unknown what medications the patient was currently taking at home. Patient was diagnosed with pancreatitis.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3006982370-2014-05003 and 3006982370-2014-05004. Complaint conclusion : it was reported that the patient returned to the hospital with abdominal and leg pain eight days after having two smart flex stents and a non-cordis stent implanted in the superficial femoral artery (sfa). The stents were found to be thrombosed and were no longer overlapping with a separation between the stents. The physician administered thrombolytics to the patient in order to establish flow. After flow was established, the leg pain resolved. The lesion was a chronic total occlusion with a 100% stenosis. The lesion was neither calcified nor tortuous and it was not in an acute angle or bifurcation and was approximately 300mm in length. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were handled and prepped according to the IFU. The physicians wired the lesion, went sub intimal and then utilized an outback cto catheter to reenter the mid sfa successfully. The physician pre-dilated the vessel with an unknown 4mm diameter balloon and followed up by deploying the first smart flex at the distal portion of the sfa. The physician overlapped the next smart flex 1-2 cm on the proximal end of the first smart flex. For the last stent, he placed a 6x60 or 80 non-cordis stent at the proximal end of the second smart flex and landed the proximal end of the non-cordis at the sfa origin with good results. The stents were post-dilated and there was good wall apposition. It was confirmed that the stents overlapped 1-2cm. There will be no treatment for the separation between the stents. There were no other anomalies noted on the angiography. The vessel and stents are currently patent. A general review of the travelers listed below which make up the DHR for the parent lot was performed. System and subassembly travelers: all systems were manufactured in accordance with the traveler and passed all prescribed inspection and testing. Stent traveler: all stents were manufactured in accordance with the traveler, stents passed all prescribed inspection and testing. Two views of the deployed stents were received. The first view is out of focus and details of the individual stents cannot be viewed. The second view shows the two stents with a separation between them as indicated in the event description, there does not appear to be any fractures or contrast evisceration. The stents appear to be open as shown by the amount of contrast passing through them. There were no images of the deployment procedure provided. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Under fluoroscopy, the physicians saw that the stents were thrombosed from the origin of sfa and distal sfa. The physicians lysed the patient and established flow. It is unknown what thrombolytic medication was given to the patient. After flow was established, the leg pain resolved. Under inspection of the stents the physician noticed a separation between the two smart flex stents. There will be no treatment for the separation between the stents. There were no other anomalies noted on the angiography. The vessel and stents are currently patent. Pictures are attached. The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review of the manufacturing lot and additional information are pending and will be submitted 30 days upon receipt. Please note that the gender of the patient is unknown. Concomitant devices: outback cto catheter; an unknown 4mm balloon; a 6x150mm smart flex stent, catalog # sf06150mb, lot# 1325206; and a 6x60 or 80 lifestent. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3006982370-2014-05003 and 3006982370-2014-05004.

Manufacturer narrative:
The first view is out of focus and details of the individual stents cannot be viewed. The second view shows the two stents with a separation between them as indicated in the event description, there does not appear to be any fractures or contrast evisceration. The stents appear to be open as shown by the amount of contrast passing through them. The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review of the manufacturing lot and additional information are pending and will be submitted 30 days upon receipt. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3006982370-2014-05003 and 3006982370-2014-05004.